Event description:
It was reported that the connection shield on a clamshell connection shield had snapped off when connected to an extension set. It was stated that the snap occurred at the hinge and not at the closing clasp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.